Event description:
The initial reporter alleged they observed multiple instances of samples initially testing with borderline results using the hbsag g2 elecsys e2g 300 v2 assay on two cobas e 801 module analyzers, which repeated as negative upon retesting. An example provided involved a sample that initially generated a result of 0.945 coi (borderline) on an aliquot. As the sample result was borderline, duplicate re-testing is required per product labeling. Upon duplicate retesting, the sample produced results of 0.392 coi (negative) and 0.433 coi (negative) on the same cobas e 801 module. The repeat results were deemed correct, and no discrepant results were reported outside the laboratory. The customer noted that samples were collected in serum tubes, poured off into aliquots, and sent frozen before being thawed overnight. Aliquots were mixed prior to measurement and centrifuged for 1 minute at 3000 x g.

Manufacturer narrative:
The reported event occurred cobas e 801 analyzer serial numbers (B)(6). The investigation determined that the elecsys hbsag g2 assay was performing within specifications. Calibration and quality control data were reviewed and confirmed to be within expected ranges, with no major shifts observed. The field service engineer (fes) performed a system decontamination, including the general system fluidics, procell, cleancell, and preclean pathways. New reagents were loaded, fresh system reagents were primed, and 20 measuring cell (mc) preparations were completed. Operational and mechanical checks confirmed that the instrument was performing to manufacturer specifications. The customer reported no further issues following the service visit. The root cause of the borderline results that repeated as negative could not be definitively determined. Pre-analytical factors, such as sample handling and centrifugation, could not be fully assessed based on the provided information. The issue was resolved at the customer site, and no abnormal trends were identified during trending analysis.